Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their top front tooth is still not straight/aligned. The front two teeth on top middle also seem to be a bit slanted, but that's not my biggest issue, more the fact that it is still sticking out and not straight. The patient said that at the top of their front two teeth is where it gets stuck in the inside of their lips and cuts them.